Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was damaged resulting in the pump being unusable. The customer reverted to an alternate method of insulin delivery. The customer's blood glucose was 241 mg/dl.